Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with asymmetry, as one side appeared longer than the other, and the device did not seem to function correctly. A revision procedure was performed, during which the physician suspected a possible proximal erosion on the left side and a crossover; however, no erosion was confirmed. During surgery, the crossed over cylinder was explanted, the affected corporal space was remeasured, and it was determined that a longer rear tip extender was required. A 2 cm rte was replaced with a 4cm rte to match the right side. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration, length too short, mechanical issue and tissue damage are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of tissue damage is a known risk associated with this device type and indicated as such in the instructions for use.